Event description:
It was reported that fluid came out of the device during a hand procedure. The fluid did not enter the surgical site, but did come in contact with the patient's skin. The wound site was cleaned and the procedure was completed as planned with no allegation of adverse consequences. No additional medication was administered to the patient as a result of this event.

Manufacturer narrative:
The device was received by the manufacturer for evaluation. Based in the investigation details, there was a built up of lubricant in the attachment. The investigation is ongoing, and a follow up will be filed when further information is available.